Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving fentanyl (1500 mcg at 929.73518 mcg/day) and bupivacaine (20 mg at 12.39647 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2020 the patient met with their hcp to review treatment plan as they were not experiencing pain relief despite being on high doses of intrathecal (it) pump and oral breakthrough medications. The patient was scheduled for a catheter dye study in light of this, but also there were several 2ml discrepancies between the expected and aspirated volumes. A dye study was completed on (B)(6) 2020, which was abnormal with no fluid aspirated.  The patient called on (B)(6) 2020 to report withdrawal symptoms including nausea, vomiting, loss of appetite, and weight loss of greater than 25 pounds in several weeks.  The patient was started on a fentanyl patch and clonidine.  The patient has to cancel the catheter revision on (B)(6) 2020 due to a respiratory infection.  The patient was able to come in for the catheter revision on (B)(6) 2020; however, the hcp could not identify any abnormalities during surgery.  No changes were made to the patient's catheter, and the patient was sent home in good condition.  The patient continues with the fentanyl patch. The outcome of the event resolved without sequelae on (B)(6) 2020.  The clinical diagnosis was lack of pain medication efficacy.   The etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was not related.  The relatedness to the drugs (fen tanyl and bupivacaine) were possibly related and the drug action that caused the event was no change in drug.  The event date was (B)(6) 2020.  No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was prescribed a fentanyl patch (25mcg/hr) to change every 3 days to take above and beyond the pump medication and the hydromorphone oral tablets. On (B)(6) 2020 the patient called the office stating that they still felt like they were having withdrawal symptoms. The patient was instructed to double the fentanyl to 50 mcg/hr. The outcome of the event (withdrawal symptoms) resolved without sequelae on (B)(6) 2020. The clinical diagnosis was possible withdrawal symptoms. The etiology of the event (withdrawal symptoms) indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drugs (fentanyl and bupivacaine) were possibly related and the drug action that caused the event was no change in drug.  No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient reported that the withdrawal symptoms resolved with doubling the patch on (B)(6) 2021. The outcome of the event was updated to resolved without sequelae on (B)(6) 2020 no further complications were reported.

Event description:
It was reported that the hcp performed a dye study and identified the results as abnormal, but during surgery the catheter was found to be fully functioning.

Manufacturer narrative:
Additional review determined that the previously reported information pertaining to manufacturer's report # 2182207-2021-00206 [abnormal dye study] was reported in this manufacturing report. Additional information regarding information reported in manufacturer's report # 2182207-2021-00206 will now be reported under this manufacturing report [unable to aspirate, pain]. The new aware date for this event is 2021-feb-04. Please note: this was the aware date of information reported in manufacturer's report # 2182207-2021-00206 which is now being report under this manufacturer's report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.